Manufacturer narrative:
The information submitted reflects all relevant data received. This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information was received from an attorney that the patient was deceased. Review of the manufacture's database revealed the patient died 2 days post implant of the implantable pulse generator (ipg) system. No information regarding the circumstances or cause of death was provided.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. There was blood on the proximal conductor of the lead and it was not obstructed. T he outer insulation of the lead was extrinsically breached due to a cut.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from an attorney that there is an allegation that the death of the patient is related to the device. It was reported that the device was implanted and shortly after going home the patient died. No additional information was received.